Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the event onset. On an unknown date, the patient was treated with vancomycin injection (1 g, once in every 3 days, route was not reported) and ceftazidime injection (1 g, daily, route and duration were not reported) for peritonitis. Fourteen days after the event onset, the patient was treated with meropenem injection (1 g, daily, route and duration were not reported, ongoing at the time of this report) for the event. On an unreported date, vancomycin injection and ceftazidime injection were stopped. At the time of this report, the patient's catheter was removed and the patient was switched to hemodialysis. Ten days after event onset, the patient was recovered and was discharged from the hospital one day later. No additional information is available.